Manufacturer narrative:
Evaluation summary: one capsule was received for evaluation and investigated visually for external damage. The trocar needle was advanced and the capsule electrodes were okay. Per the condition in which the device was received, the capsule seems to be functioning per specification. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported even were within specified limits at the time of release.

Event description:
According to the reporter, during an esophageal procedure, the capsule fell off in the patient¿s throat when removing the delivery system. The capsule was retrieved from the patient. There was no harm caused to the patient. A repeat bravo procedure was performed. Intervention was not required. There was nothing unusual about the patient or the procedure that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The bravo user has been using this procedure for six years and as trained by an account manager. The vacuum source was a medela pump. Lubricant was not used to facilitate capsule placement. No other known adverse events were reported.